Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedances. Technical services (ts) recommended testing lead integrity. Additional information was received, the patient received a commanded shock and the impedance was still out of range at 161 ohms. This commanded shock caused a code 1005, message indicative of an open circuit condition during shock delivery. The lead was then reprogram and a defibrillation threshold (dft) test was attempted, but the patient's device failed to defibrillate and the physician had to utilize an external defibrillator for conversion. It was decided then to replace this rv lead. Technical services agreed with the decision and believed the issue could be related to calcification. Eventually, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.